Manufacturer narrative:
Evaluation codes: results - visual inspection of the returned product showed that the lens was split in half. Additionally, a haptic was torn off and missing. There was a clear surgical residue on the lens. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that after the surgeon inserted an aq2010v three piece silicone lens and the haptic got caught and was torn during insertion. The lens was removed without any pt injury.